Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: it was reported, hospital inspection revealed a hair in the sterilized package of a cook cervical ripening balloon w/stylet. The product was not used. The procedure was completed by using another new device, no adverse effect reported. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection, were conducted during the investigation. The complaint device was returned in an unopen package with label. Upon inspection, there was a hair in the sealed package. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis indicates that the device was manufactured out of specification, but does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-ccrbs_rev3 ¿cook cervical ripening balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, the returned device, and the results of the investigation, the mostly likely cause of the reported event was a quality deficiency in the manufacture of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, awareness training performed, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1 - name and address: phone: (B)(6). H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported; hospital inspection revealed a hair in the sterilized package of a cook cervical ripening balloon w/stylet. The product was not used. An image of what appears to be foreign matter inside the sealed package was provided. The procedure was completed by using another new device, no adverse effect reported.